Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the medication displays as unavailable and greyed out. The customer reported that malfunction occurred while the user was attempting to administer medication to the patient, which led to delay in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue arose because of the customer provided the wrong medid hence, it greyed out. The technical support specialist dialled in to the server and confirmed meds showed successfully with no variation. The user logged in again to the station and able to remove the medication with no issue. The system functioned as intended after the technical support specialist troubleshot the device.